Event description:
It was reported that the pt experienced overdose symptoms which included somnolence within a day of refill. The pump was refilled in 2008. The pt called the hcp the next day and reported that he "didn't feel right after the refill" and felt very sleepy. The managing hcp directed the pt to the emergency room. The pt was then intubated and transferred in the next day to a different hospital for management. The pump rate was decreased from 1400 mcg/day to 1000 mcg/day. Subsequently, the pt became combative with possible underdose. The pt improved and was sent home. At about six days later, the dose was increased to 1200 mcg/day and pt was "doing fine". The following were verified to be correct: reservoir volumes in pump, intrathecal drug prescription and correct concentration, drug, and dose were programmed. It was reported that the drug was frozen before they refilled the pump previously. The drug was thawed prior to the refill. The pump contained baclofen (lioresal) 2000 mcg/ml.